Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0wqn5, implanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported that they were having enormous pain after slipping. The patient had been given shots for their back and a short distance for the shot a big knot rose upon their back and turned red. The patient's healthcare provider used an instrument and told them that several leads were broken and needed to be replaced. The patient had their battery replacement surgery however their healthcare provider and a manufacture representative did not see broken leads. They were also not informed about the red knot and were very concerned that they may have missed something when they did the battery replacement. The patient was scheduled to see their healthcare provider regarding the lead issue. It was confirmed that the device was on and the patient was able to increase stimulation to a comfortable level of 1.25. Additional information reported that impedance reading suggested a lead fracture. It was noted that the patient's lead was replaced which had resolved the issue. The cause of the battery replacement was not determined. The leads were intact and interoperative testing was normal. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.